Event description:
The pump was returned to the MFR from an unknown source with no return paperwork. The manufacturer's device tracking system indicated that the pt expired. The physician listed in the MFR's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The hcp stated they were unaware of the pt's death, so they had no info regarding cause of death. The pt was last seen by the hcp in '04 for a refill. Further follow-up is not possible due to lack of additional contact info.

Manufacturer narrative:
The pump analysis revealed a non-standard non-conformance - pump memory error. The catheter analysis revealed no anomaly found - acceptable catheter testing. The device system was used to deliver morphine. The pump memory error was attributed to the pump being left running in simple continuous mode over 3.5 years.